Manufacturer narrative:
A supplemental report is being submitted for corrections. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the driveline sheath repair servicing was performed in an inpatient setting. Upon inspection, it was noted that the driveline sheath damage had occurred in an area that was previously repaired. Multiple cracks in the sheath were observed, however there were no exposed wires.

Event description:
It was reported that the driveline cable/driveline sheath was damaged. The patient was implanted ten years ago so the driveline is old. Servicing was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) hw20746 was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing issue. Review of hw20746¿s service history records indicated that the device was previously serviced and the repair actions were verified. Review of the controller log files revealed one (1) vad disconnect alarm logged on 31/may/2024 at 09:52:28, indicating a physical disconnection of the driveline from the controller. On-site inspection, as well as visual evidence provided, revealed multiple cracks in the outer sheath of the driveline cable. The visual evidence also revealed damage to a prior sheath repair, evidence of self-repairs which had been applied to the driveline, discoloration of the outer sheath, and damage to the driveline strain relief. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the reported driveline repair damage and observed strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the cracks in the outer sheath and the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed self-repair event and the observed vad disconnect alarm can be at tributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.